Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that their insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 202 mg/dl at the time of the incident. Customer stated they were able to clear the alarm. Customer was able to complete insulin pump rewind. Customer was advised to perform self test and test did not passed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 confirmed in device history with variable (003) due to broken trace at pin on keypad assembly.